Event description:
A surgeon reported a bilateral vertical gas breakthrough supero-temporally, observed during lasik flap generation. Reporter indicated she tried to lift the right eye; however, the flap would not lift. Reporter relayed the excimer ablation was not performed and the case was aborted and rescheduled for a different day. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information ahs been requested. (B)(4).